Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by an authorized vyaire medical service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the turbine to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the turbine on did not rotate. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
Results of evaluation: vyaire medical performed failure analysis on the suspect component and was not able to verify the customer's reported issue during testing and evaluation. The suspect component performed within manufacturing specifications.